Event description:
It was reported that during a whipple procedure, while transecting the ventricle/small bowel, some staples in the middle on one side did not form at all and were unformed. They had to hand-suture the hole and change to another device to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/02/2009. Info anticipated, but unavailable at this time.